Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer initially reported an odor from her vagina and discovered pieces from a tampon remained inside of her. She received medical care from her primary care doctor who diagnosed her with a strep b infection. She was prescribed antibiotics. 1.5 months later she found more tampon pieces inside of her and again received medical care. The consumer reported she is now doing well.